Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was high in 400 mg/dl and other blood glucose value at the time of incident was 476 mg/dl. Customer treated with insulin pump. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer report customer did not allege insulin pump was under delivering. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.